Manufacturer narrative:
Qn#(B)(4). The customer returned one, arterial catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter hub. After failing functional testing, microscopic examination revealed a slight protruding notch/scratch on the inside of the catheter hub. Additionally, small dents were observed on the hub threads. No other defects or anomalies were observed any other part of the catheter body. The total catheter length measured 2.75", which is within the specification limits of 2.715"-2.755" per the catheter graphic. The catheter body outer diameter of the catheter body measured .045", which is within the specification limits of .044"-.047" per the catheter extrusion graphic. The catheter body inner diameter measured .032", which is within the specification limits of .031"-.034" per the catheter extrusion graphic. The inner diameter of the catheter hub measured .168", which is within the specification limits of .168"-.170" per the catheter graphic. A lab inventory syringe was used to flush water through the catheter body. The catheter was flushed and water was observed leaking out of the distal end of the catheter body; however, water was also observed leaking back through the connection point between the syringe and the catheter hub. The area of the leak is in the same corresponding location as the scratch marks on the hub interior. In addition to this, multiple leak tests with the ars syringe revealed that the leak occurred in the same exact location on the hub. The catheter body was functionally tested and the catheter body was pressurized at 43.5-46.4 psi for 30 seconds per bs en iso 10555-1 section 4.7.1. The catheter was connected to the leak tester and pressurized. Water was immediately observed leaking out of the connection point between the leak tester and the catheter hub. The manufacturing facility was contacted as part of this complaint investigation. They stated that the damage on the catheter hub likely occurred during the manufacturing process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit cautions the user, "in order to minimize the risk of problems associated with disconnects, it is recommended that only luer-lock connecting tubing be used with this device". The report that the catheter leaked in use was confirmed through complaint investigation. Microscopic examination of the catheter hub interior revealed a slight scratch mark. Additionally, small dents were observed on the hub threads. These defects prevented the catheter from functioning as intended. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the comments from the manufacturing facility, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the screw thread on the hub of the catheter was found defective, which caused blood leakage during usage on the patient. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the screw thread on the hub of the catheter was found defective, which caused blood leakage during usage on the patient. No patient harm reported.